Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the display screen was dim and discolored. The keypad was peeling and there was contamination underneath all of the button contacts. Unrelated to these issues, the pump case was cracked in the corner of the display area. The audio bolus button was torn, but still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the keypad buttons had contamination present. This report is made based on results of investigation completed on (B)(4) 2016.